Event description:
Patient prepped and ready to start incision, table would not move. Assistant manager called to room, then biomed. Table could not be fixed. New table brought into room and patient transferred over, re-prepped and draped.